Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint. Device evaluation was completed on (B)(6) 2014. The test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to be to be saturated by moisture. The vial failed tga testing. Lifescan received the meter involved with this complaint. The meter involved with this complaint failed testing. The complaint was not reproduced. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no indication of an adverse event as a result of the reported issue. On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on 09/04/2014 at 9pm. At an unknown time on this date the patient claims to have obtained blood glucose results of ¿297, 333 and 344mg/dl¿ on the subject meter. The patient manages their diabetes with an unknown type and dose of oral medications as well as with diet and/or exercise. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the alleged inaccuracy issue. During the initial call with the cca the patient denied developing any symptoms as a result of the alleged inaccuracy. The patient received telephone advice from a healthcare professional during which they were advised to increase their metformin intake and also to begin taking ¿januvia¿. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and the unit of measure was set correctly. Replacement products were sent to the patient. This complaint was being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. In addition, there was no evidence that the subject meter malfunctioned.